Event description:
It was reported to philips that system was unable to turn on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on. A review of the system logfile confirmed a power issue in control module. Upon functional testing, the fse found that the faulty power tray was causing the reported issue. The defective power distribution unit was returned for analysis, and it confirmed that the pcb was damaged due to psu shorted housing leading to 24v power supply was not working. To resolve the reported issue, the fse replaced the pdu fan tray and dcps (power distribution unit). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.